Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the haptic bent and deformed. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -6.0/2.5/080 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive change overtime was reported, lens remains implanted. Cause of event was unknown. Claim #(B)(4).

Manufacturer narrative:
B5 - the lens was exchanged for a same model and length lens on 19/12/2023. This resolved the problem. No injury reported. H6 - 2199 corrected to 4629. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -6.0/2.5/080 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise/refractive change was reported, lens remains implanted. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).